Event description:
Info was received that reported a pt was hospitalized due to hyperglycemia. The pt's blood glucose had been rising during the day and no troubleshooting would bring it down, when the pt's blood glucose was 500 she was transported to the hosp. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.